Event description:
It was reported that the site had difficulty during navigation, therefore the case could not be completed using the superdimension system. A c-arm was then used to attempt further navigation, however, difficulties were reported using this method as well. The site reported the post procedure chest film showed a pneumothorax. The patient received a chest tube.

Manufacturer narrative:
It was reported that the site has since performed cases successfully and has not experienced this issue again. Pneumothorax is a known complication when a lung biopsy is performed during a transbronchial lung biopsy, or CT-guided percutaneous biopsy with complication rates up to approximately 27% with the CT guided procedure. Biopsy tools are designed to have sharp edges and their function is to puncture or otherwise penetrate the tissue in order to collect a specimen. (B)(6): no return.